Manufacturer narrative:
No report of injury, procedure delays or cancellations. A steris technician arrived on-site to inspect the transfer carriage and found that the height of the transfer carriage was not properly aligned with the sterilizer's docking station causing the reported event. The transfer carriage height was corrected to properly align with the sterilizer, tested and confirmed to be operational, and was returned to service. The operator manual states (pp. 1-2), caution-possible equipment damage, "ensure docking base is properly aligned to allow correct entry of loading car into chamber before permanently fastening base to floor". In addition, the operator manual states (pp.3-2), "proper transfer carriage height is required when placing loading car in sterilizer chamber". The steris technician performed in-service training on the proper use and operation of the transfer carriage. No additional issues have been reported.

Event description:
The user facility reported that an employee was removing a loading rack from the sterilizer when the transfer carriage fell to the floor.